Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a same length lens but the replacement lens was implanted horizontally instead of vertically and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H11 - new information indicates this claim is non-reportable. Disregard initial medwatch report. Claim#: (B)(4).